Manufacturer narrative:
There are no samples available for review; however, a lot number was provided. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, this issue will go through further evaluation. All catheters (100%) undergo inspection during manufacture. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
The health professional realized the catheter was broken when the bandage was removed for exchange.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The device was returned for evaluation. One catheter was returned in two pieces. Breakage was confirmed at the inverted triangle portion of the catheter. The most probable cause for the breakage issue could be related to the bandage exchange stated by the customer. Possibly tape strips were applied over the catheter tubing which contributed to the breakage. The instruction for use states, "never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing." Since this issue may be related to an event within the user environment, no corrective action will be taken at this time. All catheters (100%) undergo inspection during manufacture. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.